Event description:
Reference number (B)(4). Events occurred in the united states. It was reported that the patient was hospitalized and eventually shifted to intensive care unit (ICU) due to hyperglycemia on (B)(6) 2025. Hyperglycemia occurred due to infusion set kinked cannula. The blood glucose level was high at the time of event and the patient got treated with intravenous fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2025. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.